Event description:
A double lumen venous catheter was placed for hemodialysis via the right internal jugular vein. The patient coded upon initiation of hemodialysis, could not be resuscitated, and died. Autopsy revealed that the permacath catheter tip perforated the superior vena cava, resulting in hemopericardium and hemorrhage into the adjacent adipose tissue. This adverse event and the cause of death were detected only at autopsy by the medical examiner. FDA safety report ID# (B)(4).